Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarms and failed battery. The customer¿s blood glucose level was 141 mg/dl. Customer stated that they had changed the battery and had a received replace battery now alarm and failed battery. The customer performed self-test and the test was passed. Customer did not receive a low battery alert prior to the replace battery now alarm. The second occurrence of replace battery now without a low battery warning. The customer was advised that the pump needs to be replaced. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with normal operating currents. No unexpected power loss, failed battery test alarm, replace battery alarm or replace battery now alarm noted. (B)(4).